Event description:
The customer reported an incident where the mrx did not recognize that the pads were connected.

Manufacturer narrative:
The customer reported an incident where the mrx did not recognize that the pads were connected. The factory has not yet received the unit for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.